Event description:
It was reported that during a veterinary hemilaminectomy surgery, it was discovered that the hose was coming disconnected from the pressure relief valve. As a result, there was a ten minute delay to the surgical procedure. There was an identical spare device that was available for use. There was an animal patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that this device was for veterinary use only and was not used on a human patient. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. Functional and visual assessments were performed on the device and the hose was found to be pulled apart at the pressure relief valve which was indicative of applying extreme force to the hose. The assignable root cause was determined to be due to misuse, abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.